Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-feb-2026, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-feb-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that after activation and during normal use, the patient bent forward to reach something and felt a burst of electrical energy. She describes it as being electrocuted. It scared her immensely. She turned her stimulator off and has not resumed therapy. She reports that she is unwilling and afraid to resume therapy until there is surgical intervention. The patient did not comply with the bending, twisting, and lifting restrictions. The healthcare provider performed a series of x-ray images on 4/19 and verified that both leads had migrated in the caudal direction. Both are epidural and near midline. They span from t9 to t11. The patient was scheduled for revision surgery. Due to the extreme changes in stimulation intensity, the benefits of a surgical paddle were discussed with her.

Event description:
Additional information was received from the rep on 2022-11-08. Rep reported that the revision procedure actually took place on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.